Event description:
Reportedly lead impedance was at first measuemerns higher than 1900 ohms. Several implantation sites were tested with high impedance and intermittent capture observed. The lead was replaced by a new vega r58.

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Upon receipt, the screw fixation was retracted. After thorough cleaning to remove blood and tissue residues, the fixation mechanism was able to extend and retract within specification. The screw length was measured and found to be within specification (1.5 mm). Standard electrical measurements were within specification, and they did not indicate any electrical contact issues (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests measuring impedance under both dry and wet conditions did not reveal any abnormal values or current leakage between the conductor lines, either at the distal or proximal levels. Based on investigation result the reported abnormal impedance values and intermittent capture may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in cavity. Considering the available data and investigation findings, a lead-related issue is not suspected to be associated with the reported events. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly lead impedance was at first measurements higher than 1900 ohms. Several implantation sites were tested with high impedance and intermittent capture observed. The lead was replaced by a r58.